Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that an explant was planned for (B)(6) and that cause of the shocks were not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins). It was reported that the patient had a lack of efficacy and shocks from the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event resulted in an unscheduled clinic or office visit and was related to the device or therapy and not related to the implant procedure. It was noted that interventions taken included explanting and not replacing the entire system; however, it was unclear if this occurred as the reported date that the explant occurred on was noted to have been (B)(6) 2019. The outcome of the event was ongoing. No further complications were reported/anticipated.